Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred after use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "the safety mechanism didn't activate." 2 occurrences were reported.

Manufacturer narrative:
The device was not returned for evaluation. Medical imaging was supplied and reviewed by the william cook australia medical director: "I can¿t see any fault or failure of the device components, but due to the patient¿s anatomy, and the positioner possibly getting caught under the ¿lip¿ of the stent at the acute backwards angulation, this would be classed as a procedural problem." The work order ac1041565 was reviewed and appears complete and correct. There are checks during manufacturing where a non-conforming top cap and grey positioner would most likely be identified. The device IFU states in the "docking of top cap" section: loosen the pin vise. Secure sheath and inner cannula to avoid any movement of these components. Advance the grey positioner over the inner cannula until it docks with the top cap. Note: if resistance occurs, slightly rotate grey positioner and continue to gently advance. Retighten the pin vise and withdraw the entire top cap and grey positioner through the graft and through the sheath by pulling on the inner cannula. Leave the sheath and wire guide in place. A definitive root cause could not be determined from the available information. It is possible that one or more of the following factors may have contributed to the complaint: procedural or patient factors.

Event description:
It was reported that needle retraction failure occurred after use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "the safety mechanism didn't activate." 2 occurrences were reported.